Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery. The hi-torque balance middleweight guide wire was advanced and placed; however, when attempting to advance an unspecified balloon over the wire, the balloon became stuck at the first junction before the distal tip. The guide wire was not able to be removed independently and both devices were removed together. A new guide wire was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon catheter encountered resistance during advancement and removal over a the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no.